Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Results: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® barricor¿ lithium heparin plasma blood collection tube sometimes caused an aerosol. When drawing multiple tubes sometimes the sleeve would not return back over the needle consistently causing blood to remain on the needle and sleeve. No injury or medical intervention reported.